Manufacturer narrative:
The device was not returned as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure of a cerebral aneurysm (size: 8mm) / embolization, location: rtic-pc, the physician delivered xt-17 mcirocarheter and transform balloon catheter through launcher 8fr guiding catheter and started implanting following coils: targetxl, hydrosoft3d and 3 axium prime coils. After detaching the 3rd axium coil (3.5-6-3d), the physician started inserting ed 2-4 coil, but the coil got stuck at the catheter tip. For that reason, the physician tried to remove the ed coil, but the prime coil inserted prior followed the ed coil and migrated from the aneurysm. The prime separated from the ed coil after moving a few millimeters, the physician kept removing the ed coil from the patient. The physician pushed the migrated coil into the aneurysm with traxcess guidewire. Additional 3 ed coils were implanted, and the procedure was completed. Small level of tortuosity, and small size in vessel diameter. The coil detached normally and was implanted inside the aneurysm, but the coil migrated later and was re-inserted into the aneurysm. Initially the pushwire was removed from within the patient after the coil detachment into aneurysm. The guidewire was re-inserted guidewire to push the migrated prime coil back into the aneurysm and the coil was successfully implanted in the aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.